Event description:
The surgeon was using the ligasure advance during the procedure and then noted that the device was no longer cauterizing or cutting. A second device with a different lot number, was opened and it was noted that the monopolar function was not working. Then a third device was opened and used without incident. It is unknown if the third device was the same or different lot number.